Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, clip deployment was "not vigorous" and the clip was slow to deploy. The device was also difficult to remove from the patient anatomy. The device was removed using the access ports, counter-traction, and an assertive pull, per the instructions for use (IFU). Hemostasis was achieved using manual compression. There was no patient injury or adverse effect. No further or additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.